Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. As the catheter was deployed into the flower configuration, a snap was heard from the handle when pulling back from the slider. The guidewire then became stuck in the catheter and would not retract or advance in the catheter. No tissue was seen at the tip of the catheter nor guidewire. The physician tried to advance and retract the wire, but this did not work. The farawave catheter was then undeployed and retracted into the faradrive sheath with the guidewire sticking out of the tip of the catheter. The catheter and guidewire were pulled out of the body as one unit. The catheter was replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, the device was returned with a guidewire inserted. The guidewire was retired without abnormalities, a new guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. As the catheter was deployed into the flower configuration, a snap was heard from the handle when pulling back from the slider. The guidewire then became stuck in the catheter and would not retract or advance in the catheter. No tissue was seen at the tip of the catheter nor guidewire. The physician tried to advance and retract the wire, but this did not work. The farawave catheter was then undeployed and retracted into the faradrive sheath with the guidewire sticking out of the tip of the catheter. The catheter and guidewire were pulled out of the body as one unit. The catheter was replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.